Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shutdown unexpectedly. In addition, it was reported that the battery does not charge and pump does not turn on. The customer's blood glucose level was 130 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.